Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 41-42 mg/dl. The cause of the low bg was due to the control iq software not being compatible with customer's needs. The customer consumed carbohydrates to address low bg. The customer stopped using control iq software and continued using the pump for insulin therapy.